Event description:
Health professional reported pt was injection with juvederm voluma and "during massage" the "pt complained about pain, which did not resolve". Pt was hospitalized but there was "no abnormality detected". "During the night" the pt "bit strongly on the inner side of the cheek". Two days later the filler was dissolved with hylase and pt began treatment with cortisone and antibiotics. Pt was hospitalized again to check for "circularly disorder" and pt was diagnosed with a "circularly disorder of the tip of the nose". Symptoms are ongoing.

Manufacturer narrative:
Further info from the reporter regarding event, product, or pt details has been requested. No additional info is available at this time. The events of pain and "circularly disorder" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported events of pain and "circularly disorder" as follows: undesirable effects. "The pt must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include but are not limited to: inflammatory reactions (redness, oedema, erythema, etc.), which can occur simultaneously with itching or pain on pressure, can appear after the injection. These reactions can last for a week. Pts must report inflammatory reactions which persist for more than one week or any other secondary effect which develops, to their medical practitioner as soon as possible".